Event description:
The device was returned for a report mechanical hardware failure (air compressor). Upon return, the air compressor was found to be non-functional and additional analysis indicated that the problem is due to a defective motor. After testing the compressor, it is a confirmed failure. Additionally, further investigation found that the screw mount to the main pcba is broken from the front housing and there is also a missing bag hook.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: red alarm - unable to see issue. Attached to this email are pumps and charger brackets with currently issues let me know when to turn the pumps on that need the logs to be collected from. All pumps have no patient harm and none of them stopped an active infusion. Waiting for biomed to power on pump so logs can be downloaded. (B)(6) 2020 - logs added a preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion did not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.